Event description:
New information received notes the oversensing was first observed remotely on (B)(6)2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported oversensing noise was noted on the right ventricular lead and patient was asymptomatic to it. The lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure.